Manufacturer narrative:
This is the same event 3010536692-2016-00658. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to mom complications. Allegedly the patient was revised due to the following mom complications: metallic inflammatory reaction; elevated cobalt chromium levels. (Left).